Manufacturer narrative:
Internal file number - (B)(4). Evaluation summary: a visual and functional inspection was performed on the returned device. The reported inflation issue due to a hub leak at the proximal glue port was confirmed. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that could have contributed to this event. Additionally, a review of the complaint history of the reported lot revealed no other similar incidents reported for this lot. The investigation determined the reported inflation issue due to a hub leak at the proximal glue port appears to be related to a potential product quality issue. The issue is being addressed per internal operating procedures. Abbott vascular will continue to trend the performance of these devices.

Manufacturer narrative:
(B)(4). Internal file number - (B)(4): during processing of this complaint, attempts were made to obtain complete event, patient and device information. The device was received. Investigation is not yet complete. A follow up report will be submitted with all relevant information.

Event description:
It was reported that the procedure was performed to treat a stenotic lesion in the posterior tibial artery. On inflation of the balloon of a 4.0 x60 mm armada 14 percutaneous transluminal angioplasty (pta) balloon catheter, the balloon would not stay inflated and a leak was noted at the hub. Another unspecified device was used to successfully continue the procedure. There were no adverse patient effects and no clinically significant delay in the procedure. No additional information as provided.